Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej), creatinine plus (crep), and urea/bun results for one patient on their c501 analyzer. The patient's initial crej result was 14.53 mg/dl and initial urea result was 104 mg/dl from a serum sample. The initial results were reported outside the laboratory. The patient was immediately sent to the hospital. The customer stated that in the hospital, the patient's results were well within the reference range. A creatinine result of 0.9 mg/dl was provided from (B)(6) 2014. On (B)(6) 2014, the customer decided to repeat the patient's sample and test a plasma sample also from (B)(6) 2014. The serum sample was tested and the patient's crep result was 11.57 mg/dl accompanied by a data flag, crej result was 12.3 mg/dl accompanied by a data flag, and urea result was 87.6 mg/dl. The plasma sample was tested and the patient's crep result was 0.97 mg/dl, crej result was 1.9 mg/dl accompanied by a data flag, and urea result was 16.5 mg/dl. The patient was not adversely affected. The crej reagent lot number was 696045. The expiration date was requested but not provided. The crep and urea reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The reaction kinetics looked correct and did not show a sign of an interference. Patient sample investigation was performed and it confirmed the data provided by the customer. The investigation tested both the serum and plasma samples and concluded they must be from different patients.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.